Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during pacemaker implantation performed on (B)(6) 2019, the pacing mode was programmed to aai and the pacing polarity to unipolar in the implantation auto detection parameters section, before handing the device to the surgeon. When the subject kora 250 sr was connected to an already implanted epicardial unipolar lead in the atrium (implanted since 2005), it started to pace right after, even though the device was not yet placed in the pocket. After the procedure, an interrogation was performed and the sensing polarity of the subject device was found to be bipolar. The sensing polarity was manually reprogrammed back to unipolar.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during pacemaker implantation performed on (B)(6) 2019, the pacing mode was programmed to aai and the pacing polarity to unipolar in the implantation auto detection parameters section, before handing the device to the surgeon. When the subject kora 250 sr was connected to an already implanted epicardial unipolar lead in the atrium (implanted since 2005), it started to pace right after, even though the device was not yet placed in the pocket. After the procedure, an interrogation was performed and the sensing polarity of the subject device was found to be bipolar. The sensing polarity was manually reprogrammed back to unipolar.